Manufacturer narrative:
A titan otr pump, two cylinders, and a reservoir were received for analysis. Partial separations within abrasion were noted on both exhaust tubes of the pump. These were not sites of leakage. Abrasion was also noted on other areas of all pump tubing. Microscopic examination of the detachment end of the longer exhaust tube revealed it to have rough and irregular surfaces, indicating stress was exerted. A separation, with adjacent confined abrasion, was noted on the exhaust tube of cylinder 1 at the tube/strain relief junction. This was a site of leakage. The detachment end of the exhaust tube of cylinder 1 showed rough and irregular surfaces. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 1 to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the cylinder 1 exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. The detachment ends of the longer pump exhaust/cylinder 1 exhaust tubing were rough and irregular. Quality could not determine when that separation may have occurred based on the information received. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, fluid loss occurred. The device was removed and replaced.